Manufacturer narrative:
Additional information: d3 results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. A definitive root cause couldn't be determined as the issue is no longer reproducible. No logs available. Verified the performance of the ventilator and no performance issues noticed. No repair needed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative (fsr) went onsite to check the unit. Unit found no repair required. Performed circuit calibration and verified function of machine. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator is passing the leak test, but not delivering volumes (not delivering tidal volume). Also, the vent is not holding the circuit test result when power cycled according to respiratory therapist (rts). Furthermore, there was no patient associated with the event.